Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received inappropriate shocks due to noise. ICD therapies were turned off, a sub-q device was implanted, and the lead was left implanted for pacing only. Should additional information be received this report will be updated.

Manufacturer narrative:
Combination product: yes.